Event description:
Boston scientific received information that a message indicating to check the left ventricular (lv) lead was observed. Boston scientific technical services (ts) discussed looking at pacing impedance trend and amplitude trend information. No adverse patient effects were reported.

Manufacturer narrative:
The health care professional (hcp) had no further information available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.